Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient had experienced a loss or change of therapy; the patient stated they did not feel stimulation and it had not been working for the past 1.5 years or more. The patient got no response at all and noted the manufacturer representative (rep) two years ago had tried to communicate and had no response. No troubleshooting was performed as the patient did not have their patient programmer (pp) on hand, however it was noted troubleshooting had resolved the reported issue. The patient later reported they were unable to power up their patient programmer (pp) and they had tried changing the aaa batteries, however, the patient could not open up the battery compartment to check what kind of batteries they had used. Troubleshooting could no be attempted and the patient was to call back once they had opened the battery compartment. They had noted their symptoms had gotten worse and clarified that their therapy had not worked for quite a while. The also mentioned having a hip replacement on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.